Event description:
The hcp reported the pt experienced increased pain. An x-ray (date not reported), showed a catheter kink and an occlusion in the intrathecal section - a tip granuloma. The catheter was replaced. The pt recovered without sequela. The pump was programmed to deliver hydromorphone (15.0 mg/ml); bupivacaine (40.0 mg/ml); and clonidine (100 ug/ml) at a rate of 3.503 mg/day.